Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they received a letter stating that their implantable cardioverter defibrillator (ICD) had not been transmitting information from the virtual assistant. The patient stated that the reason being that they had to ¿cut off¿ or ¿turn off¿ their ICD as something had happened the previous year during a vein surgery. The patient stated that they believed they were ¿bouncing around¿ during the surgery and that the device was not ¿zapping¿ them and that alarms started to go off. The patient¿s implanting physician was contacted and stated that the device would need to be replaced but has not been replaced due to other medical issues. The ICD remains in use. No patient complications have been reported as a result of this event.